Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system. The harness enhanced serial interface board was replaced to resolve the issue.

Event description:
The hospital reported an expiratory flow sensor failure preventing mechanical ventilation. There was no report of patient involvement.